Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device was not returned to bd for evaluation. However, medical records were provided for review. The investigation is confirmed for filter tilt, perforation of filter limbs and migration, but is inconclusive for filter retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced migration, difficult to remove, tilt, and perforation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 81 year old male patient was (B)(6) kg.